Event description:
This is an international report of a transfer set that was used for about one month and the fluid could not be stopped even if closing the clamp. There was patient involvement but no paitent injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for broken occluder feet. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available